Manufacturer narrative:
It was reported that stent was deployed, but it was not expanded. Even though the photo was attached, it is not clear whether the stent is ours or not. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Our ekxxxxf stent cover of the body is composed of ptfe, and the head is composed of silicon. It is not clear whether the stent is ours or not since the stent head is not seen to the silicon. However, based on the not fully expanded stent, it is considered that the stent was not expanded fully due to the patient lesion's pressure, so the doctor has judged stent expansion failure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Stent could not be used and released. Tubus tored off from the delivery system. Attached pictures of the dual stent, which detached from the carrier system but did not unfold. The tulips were glued. Our customer threw the stent and delivery system away. We are not able to return the stent and delivery system to taewoong.